Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported not being happy with the system measurement recommendations. The surgeon used what he planned in the right eye.

Manufacturer narrative:
A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. The system review of the manufacturing records did not reveal any related non-conformity during manufacturing of the device. Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).